Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level 550 mg/dl. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Customer administered a correction bolus via the pump, a correction injection, as well as performed a supply change to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.